Event description:
Customer reported the system displaying a "too much ma error". No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded config files and cal files. System operates as intended.